Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7180554. Medical device expiration date: 06/30/2022. Device manufacture date: 06/29/2017. Medical device lot #: 7255837. Medical device expiration date: 08/31/2022. Device manufacture date: 09/12/2017. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with bd luer-lok¿ tip leaked fluid from syringe barrel past the first rib on the stopper. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
One sample was received in the (B)(4) plant for evaluation. Leakage was noted therefore failure mode is verified. DHR was completed and no defects were found. No quality notifications were issued for this batch conclusion: confirmed complaint. Root cause-leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended.